Manufacturer narrative:
Other text: additional information is provided for h.2 and h.6. Two photos were received for evaluation. Visual inspection revealed a crack in the right lower corner on top of the case. The failure mode could not be duplicated by functional testing; complaint was not confirmed. No root cause could be determined as no device problem was found. The top case and plunger assembly were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. G1, email address: (B)(6).

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a system failure and acu watchdog failure. No adverse patient effects were reported by the customer.